Event description:
It is reported that the pt has a nickle allergy of which the sales rep was not notified until implants were open and cement was mixing.

Manufacturer narrative:
Evaluation summary: at this point, no product deficiency has been alleged. Clinical experience has shown that pts who have tested positive for metal sensitivity generally do not exhibit a reaction when the sensitizing material is implanted as an orthopaedic device. However, if this pt elicits an allergic or sensitization response, this complaint may be revisited. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.